Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-dec-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers 4, 5, 6 and 7 were failed and required maintenance. A field service engineer found that all legacy units on the auxiliary were not displaying on the map. Troubleshooting indicated that one drawer was preventing the remaining drawers from appearing. Replaced the interface printed circuit board (pcb) on auxiliary 4 to resolve the issue. Performed a full functional test and ran diagnostics. The customer tested the system and confirmed proper functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 4 failed and required maintenance. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.